Manufacturer narrative:
Investigation: the actual complaint device was not returned however, imaging was provided for review. Based on image review performed on the provided images the device was confirmed to be a flex (tffb) device. A document based investigation examined manufacturing instructions, quality control documents, and instructions for use (IFU). Lot information was not provided, thus review of the device history record, nonconformance history and additional complaint search could not be performed. As this is a one device lot there are no other devices from this lot available for distribution. This device is shipped with our product IFU [t_zaaaf36_rev6] which includes warnings, precautions and instructions for use. The IFU "vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." A postoperative computerized tomography (CT) scan is provided for review along with the complaint report. Per the image review analysis, there is laminar thrombus evident within the lumen of the zenith flex main body graft. There is laminar thrombus within the main body graft along the anterior wall beginning 17 mm from the proximal edge and extending to just above the flow divider. There is posterior laminar thrombus adjacent to the l3 vertebral body and extending to just above the flow divider. The graft appears to be fully expanded to 36 mm, so the thrombus is unlikely due to graft oversizing. The cause of this anterior thrombus formation cannot be determined from the imaging provided. However, due to impinging on the posterior wall of the graft/aorta at the l3 vertebral body, resulting in narrowing of the flow channel could be a contributing factor for the posterior thrombus formation. Therefore, it is concluded that the likely cause for thrombosis in the mainbody device is "adverse event related to patient condition". According to quality engineer risk assessment , no further risk reduction activities will be required at this time. The appropriate personnel were notified and we will continue to trend for this failure mode.

Event description:
It was initially reported on (B)(6) 2018, there seems to be thrombus of the inner side of an abdominal alpha. As the patient wasn¿t performed in this hospital there is no information about the procedure or device identities. Based on the information available the device was considered to be a zimb - based on the description "abdominal alpha". There is no similar device sold in the us. As reported, there were no additional procedures required due to this occurrence and no adverse effects on the patient. It was confirmed on (B)(4) 2018, from a review of the imaging provided that the complaint device was a tffb flex device and not a zenith alpha device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Report reference information - qe reviewed date: 11/09/2018. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.